Event description:
It was reported that the patient was getting stimulation like sensations from the device. It was also noted that the patient had to charge the ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several years from the date the manufacturer was made aware.